Event description:
The customer reported to phillips healthcare that the heartstart mrx would "boot up slowly". There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.